Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm and a cartridge alarm occurred. Reportedly, the customer wore pump through full-body scanner at airport two weeks prior. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.